Event description:
A medwatch user facility form 3500a was received by perclose on 07/3/01 containing the following information: "when removing device from the right femoral artery the distal end snapped off, leaving a 1-2 inch piece in the pt. The pt was taken to surgery and the tip was removed without any further complication."